Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient exhibited a 3-point drop in hemoglobin. During the procedure 114 ablations were performed across the pulmonary veins, the posterior wall, the atrial roof and atrial floor. The farawave catheter is only indicated for treatment of the pulmonary veins, ablations in any other location are considered off label use. The hemoglobin drop was identified in the recovery room. Additional fluids were administered, and the patient was discharged as expected for the procedure. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
H6: patient code - no appropriate code available. Medical intervention took place based on lab values but no diagnosis was provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.